Manufacturer narrative:
According to the information provided, no products will be returned, since it was disposed. Therefore, no failure analysis is possible. The DHR review is not possible because no lot number was available. The complaint cannot be confirmed. UDI information - (B)(4). (B)(4).

Event description:
A medwatch form with uf/ importer report # (B)(4) was received on 13nov2019 with the following information: on (B)(6) 019, a (B)(6) male patient was undergoing a vertebral fusion procedure. While attempting to remove the pin, a threaded portion of the screw sheared off from the pin and was retained in the c4 vertebral body. Fluoroscopy confirmed the position of the graft as well as the position of the retained threaded portion of the distracting pin at c4. They used a drill to create a small trough along the screw and used an osteotome to loosen the screw to remove it. Other information about the patient that may have influenced the outcome of the event: c4-6 stenosis with myelopathy. Additional information received on 14nov2019 indicating that the surgery was extended as they had to retrieve the piece. They were able to remove the end of the screw by making a trough along the edge of the screw and wedging it out.